Manufacturer narrative:
This report is associate to literature: endovascular management of superficial femoral artery occlusion secondary to embolization of celt acd® vascular closure device. A search of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
A (B)(6)-year-old male patient, who was a heavy smoker, presented with right lower-limb intermittent claudication of 2 months' duration. He underwent a successful left retrograde iliac artery and left sfa angioplasty 1 year ago. The right femoral pulse was normal, whereas the right popliteal pulse was absent. The right ankle-brachial index was 0.64. Doppler ultrasound showed evidence of mid-right sfa occlusion. Angiogram showed an embolized celt acd vcd in the right sfa causing segmental occlusion. An endovascular attempt to retrieve the embolized vcd via a snare failed, as the vcd got deeply embedded in the vessel wall. After successful balloon angioplasty, a stent was placed into the sfa with excellent angiographic and clinical outcomes.